Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cardiology department the physician inserted the intra-aortic balloon (iab) through the sheath via left femoral artery. When the iab was in the aorta (checked by x-ray image), the tip was found kinked. As a result, the iab was removed. Another iab was not inserted and this was based on the physician's evaluation of the patient at the time of the event. The physician decided to treat the patient without iabp therapy. There were no pump strips generated. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an approximate one hour delay or interruption in therapy with no harm to the patient noted. The patient outcome is good.